Event description:
The patient was in a breastfeeding position when mother noticed one superficial linear abrasion along with two red linear marks on the right inner thigh. The abrasion appeared to be a scratch. Upon removing the paper covering on the tubing of the omeda bili-blanket, it was noted by rn that the plastic cover of the omeda phototherapy tubing was separated from the bili-blanket. A hole was noted on the outer covering and a firm piece of plastic was protruding. That bili-blanket unit was immediately replaced with an intact unit.====================== health professional's impression======================according to the biomedical technician, the integrity of the protective sheath on the proximal (patient-end) end of the tubing was compromised exposing a sharp protrusion (material not known/available). The exposed tip scratched the infant and caused minor injury.